Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing patch (75-100%), underweight and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening and broken. Missing shell (25-50%) a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior and radius of opening device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive, missing patch assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported lyme disease, not device related. Patient additionally reported a right side rupture. Device remains implanted.